Event description:
Reference number (B)(4). Event occured in the united states. It was reported, the patient faced insulin flow block alarm event on (B)(6) 2025. The blockage was at site. Patient had high blood glucose levels. Patient was treated via multiple daily injections (mdi). Patient replaced infusion set and resumed insulin successfully. No further information available.